Manufacturer narrative:
The needle was identified by xray as retained in the abdomen overlying the pelvis. The surgeon re-opened the laparotomy incision and retrieved the needle. The patient has been discharged.

Event description:
It was reported that a patient underwent a robotic assisted hysterectomy, bilateral salpingo-oophorectomy, appendectomy, cystoscopy, pelvic peri-aortic lymphadenectomy and omentectomy on (B)(6) 2015 and suture was used. The surgeon opened the belly to remove the uterus and suture counts were correct when this incision was closed. When the robotic port incisions were closed, the first count was correct, but on the final count one needle was missing. It was unclear how the needle was lost in the patient but it required additional imaging and surgical intervention. The surgeon was informed and a mini laparotomy was done to retrieve the needle. All counts were correct at the conclusion of this procedure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. (B)(4).